Event description:
A site representative reported after successfully registering a patient in an axiem procedure, the navigation system became unresponsive. A hard re-boot restored synergy cranial application, however, all patient data was missing. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Note: it was discovered on 11/12/2015, that the following information was inadvertently submitted under the incorrect MDR number, "1723170-2014-00590" on 6/18/2014. Information is now being resubmitted under the correct MDR number of 1723170-2014-00490. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A work-around for recovering the patient database has been communicated to the site.

Manufacturer narrative:
The workaround for restoring the patient database was implemented onsite and resolved the issue. System is now fully functional.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6)'s privacy laws. No parts have been returned to manufacturer for analysis. Parts not returned to manufacturer.